Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a nurse programmed the device incorrectly, and the patient received an over infusion. The patient received additional IV medications to counteract the over infusion of amiodarone. No additional details were provided.